Event description:
Report #1 of 3 received of cassette alarms. The customer reported the administration set caused the pump to produce cassette alarms during a lipid infusion. The clinician changed the tubing and the alarm condition resolved. The customer specified there was no delay in critical therapy and no adverse effect to the patient.